Event description:
It was reported that during the induction test of the implantation attempt noise was observed. The test was performed again and noise was still seen after the test. The device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of noise and inappropriate therapy were confirmed in the stored electrograms. No anomaly was detected during testing of the device. The cause of the field anomaly was not conclusively determined.